Event description:
The device was used during a laparoscopic hernia repair. It was reported the ted12 balloon would not hold air due to a hole in the balloon. It was not known at what point the balloon was punctured. A second ted12 was opened to complete the case. There was no consequence to the pt.